Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.

Event description:
According to the complainant the infusion finished at 6pm on (B)(6) 2026 instead of (B)(6) 2026 at 1pm. Reportedly the patient is anxious because this is the third time the infusion pump has finished early. He is worried about receiving a large dose all at once. Catheter location: upper chest PICC line.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25d21ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample received with batch 25f26ged81. Reviewed the DHR for batch 25f26ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original primary packaging. The complaint was registered with batch 25d21ged81, however, the batch number on the big bottom cap of the received sample was 25f26ged81. Investigation results: final control flow rate report of affected batch 25f26ged81 was reviewed. Reviewed final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). No abnormality was observed. The received sample was weighed at 70.14g. The average weight of an unfilled easypump ii for this article is 60g and the retained volume should be 3ml. Sub pump of the received sample was observed to be empty, the additional weight could be due to the attached external connector, which is not able to be removed. Therefore, the pump was emptied upon receiving. Visual inspection was performed on the pump. White crystallize residue was observed inside the filter and the connection between the filter outlet and step-down tube. The grey adaptor was found attached to the male luer lock and could not be removed. In this scenario, we would remove the original male luer lock which attached to external adapter and replace with a new male luer lock in order to carry out the flow rate testing. However, due to the presence of glass tube within the male luer lock of this returned sample, replacing of new male luer lock is not feasible without damaging the glass tube in the tubing connecting to the male luer lock. Additionally, the fluid flow path of the returned sample was blocked with drug crystalize. Therefore, further investigation pertaining to flow rate could not be conducted. However, there are some possibilities that can cause the sample to empty faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: since the sample returned was blocked with drug crystalize and the patient connector was attached with an external adapter which could not be removed, therefore further investigation pertaining to flow rate was not possible. Hence, we considered this complaint as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.